Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a metriq tubing set was selected for use. Micro-bubbles could not be removed despite flushing. Tubing set was replaced and the issue was resolved. The procedure was completed successfully with no patient complications. Product will not be returned.